Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's father reported via phone call motor error alarm. Customer's blood glucose level was 179 mg/dl. Customer's father advised when customer tried to change out their infusion set the device gave motor error alarm. Troubleshooting for the motor error alarm was performed. Customer was able to rewind the device successfully. Customer attempted to prime the insulin pump and received a no delivery alarm. Customer performed the displacement test and the device did not detect the reservoir. Customer's father was advised that the alarm was caused by a connection issue and to monitor the insulin pump. Customer's father was advised since they went through 4 infusion sets today, they will be sent out 6 infusion set as a courtesy. Customer's father was able to successfully prime on the 3rd attempt and the insulin came out.